Manufacturer narrative:
System returned to use, frontal stand issue under investigation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a geometry reset error occurred, and the system reset itself but later malfunctioned on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.